Event description:
It was reported during an unk procedure, that two between two different surgeons there was a battery issue. A power failure mid firing. Battery was removed and filled per IFU and no change. They were required to use the manual release to remove from tissue. Cases were completed with a second device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 7/2/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.